Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: hg2svz310, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-sep-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient who was receiving gabalon 30 mcg/day via an implantable pump for spastic paralysis. The initial pump implantation procedure was performed on (B)(6) 2019, after which the effect was observed immediately with the spasticity greatly improved and became softened. On (B)(6) 2019, the spasticity that had been improved "became hardened" again (deteriorated) until (B)(6) 2019 when the patient's condition returned to origin. On (B)(6) 2019 a CT scan was performed and revealed that the tip of the catheter was lowered. It was noted that the medical representative from (B)(6) attended the patient¿s procedure and the procedure was performed very carefully as usual, so it was considered that the event would not occur. In addition, the hcp had already performed seven pump implantation procedures and it was indicated that the procedure was performed top-class so it was difficult to consider that there was a problem with the procedure. It was noted that because of improvement in spasticity, on the second day after the procedure, the patient came to the outpatient department to study and observe refilling of an other patient in a wheelchair and the patient could move the wheelchair on his own. The patient was quite active. According to the patient¿s word, while he was sitting in the wheelchair, he reached out his hand and touched his toes, etc., so it was presumed that the cause of the catheter being pulled might be the patient's radical actions immediately after the procedure, per the report. A procedure was performed on (B)(6) 2019. When the back was incised, the thread in the suture hole of the anchor had been cut and the anchor had been disengaged. Therefore, replacement of the catheter was decided upon consultation with two physicians, but it was noted that there was no anomaly of the catheter. As countermeasures taken to prevent the occurrence of the event it was indicated that the patient would rest for two months after the procedure and ensure to not take "violent actions." The hcp also made the purse-string suture of 4 stitches that was used last time tighter with a suture of 6 stitches. In addition, the suture thread of the suture holes was changed from 3-0 to 2-0 silk thread. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was confirmed the catheter was explanted on (B)(6) 2019. The explanted catheter would not be returned for analysis as it was discarded.